Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was found that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it was determined that the cable was broken because water entered from the cut on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported a cable break next to the connector on the hd camera head. There were no reports of patient harm. The device was returned to olympus for evaluation. The inspection discovered image loss due to cable damage (cut cable). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and inspection and testing were performed. A cut and crushed cable was discovered, causing image loss. Mishandling by the user was the likely cause of the damaged cable. In addition, the damaged cable caused a loss of water tightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.